Event description:
It was reported to philips that the ac module (api1ad 41-000 f 1050 c051277) was not charging the battery. There was no reported patient or user involvement and no adverse patient/user impact.